Event description:
During bronchoscopy, while performing fine needle aspirate, the boston scientific excelon transbronchial aspiration needle shaft became detached from the handle. A new device was subsequently opened for the procedure. Diagnosis or reason for use: egd with ultrasound.